Event description:
The day following an af ablation procedure, it was noted on an esophageal endoscopy procedure that there was an ulcer which was suggestive of acute thermal injury. Five days afterwards, the endoscopy was repeated and showed a healing esophageal ulcer.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additional field information indicated that ablations were performed with an rf power that exceeded the recommended values in the tacticath contact force abalation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.